Manufacturer narrative:
Concomitant medical products - model: ddbb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) due to fatigue and the ed physician requested a rhythm check as they thought the patient was in a sustained ventricular tachycardia (vt). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that there was possible right atrial (ra) lead undersensing on stored vt monitored episodes. Follow up was conducted and reprogramming of the ra lead sensitivity was completed. The lead remains in use. No patient complications have been reported as a result of this event.